Manufacturer narrative:
An event regarding a revision due to alleged loosening involving a tibial component was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: on 17 dec-2015, a clinical consultant performed a medical review of the complaint and operative reports. The clinical consultant noted, ¿no clinical or past medical history, no patient demographics, no x-rays¿no examination of the explanted components, and no documented follow-up between the bilateral primary total knees, both tibial revisions¿are available". The clinical consultant concluded, ¿it is not possible to determine the cause for the revision of the tibial components of both primary total knees [and] both tibial revisions¿¿ device history review: could not be performed as no lot information was provided. Complaint history review: could not be performed as no lot information was provided. Conclusions: a clinical consultant performed a medical review of the complaint and operative reports. The clinical consultant noted, ¿no clinical or past medical history, no patient demographics, no x-rays¿no examination of the explanted components, and no documented follow-up between the bilateral primary total knees, both tibial revisions¿are available". The clinical consultant concluded, ¿it is not possible to determine the cause for the revision of the tibial components of both primary total knees [and] both tibial revisions¿¿ the exact cause of the event could not be determined because the devices were not returned for evaluation and no patient demographics or x-rays were provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Patient had a right knee revision due to loosening of the tibial component.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient had a right knee revision due to loosening of the tibial component.